Event description:
2 days after the placement of a taxus express2 28 mm long drug eluting stent, pt started to experience gi disturbances of "indigestion". After two weeks, these symptoms seem to be resolving. Pt spoke to his physician who did not feel this was related to pt's cardiac system. Pt is scheduled to see pt's physician again next week.